Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned with the cannula cap detached from the cannula tabs and missing. No more damages were noted during visual examination. The device was functionally tested and it worked as intended. It is possible that the cannula cap dislodged due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, at the time of firing, the tip detached from the shaft and fell. The device was removed from the area. The procedure was completed using standard cautery method. There was no adverse patient consequence reported.